Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were provided for review. Medical records were provided and reviewed. Approximately after ten years four months, approximately after ten years four months, patient presented with pulmonary embolism and an unsuccessful retrieval attempt was performed using aln retriever cone and the filter was removed using sheath where 1 partial leg was not present on the filter. CT scan demonstrated the detached limb is at l3-l4 disc level. Therefore, the investigation is confirmed for limb detachment and retrieval difficulties. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based on the provided images, it was confirmed that the ivc filter was present with a broken leg pointing out along the medial border. Therefore, the investigation is confirmed for filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: instructions for use: warnings: only use the recovery cone® removal system to remove the recovery filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient and the reason for filter deployment was not provided. At some time post filter deployment, it was alleged that the filter detached. The device and detached struts were removed percutaneously. The patient reportedly expired.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient and the reason for deployment was not provided. At some time post filter deployment, it was alleged that the filter detached. The device was removed percutaneously. The patient reportedly expired.